Event description:
It was reported that the lead had dislodged and was repositioned on (B)(6) 2010. Subsequently the patient developed and infection and the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.